Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID # 2134265-2018-06151. It was reported that in-stent restenosis occurred. In 2011, a taxus® liberté® stent was implanted in the patient's proximal circumflex and a promus premier¿ stent was implanted in the mid circumflex. The stents restenosed. In 2016, the patient had a heart catheterization procedure that shows the patient has had bypass surgery with grafts to the right coronary artery, left anterior descending artery and circumflex.